Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while ligating the vessels with clip applier during a head and neck procedure, clips were not loaded from the jaws and got stuck in the jaws. Surgeon used another products to resolve the issue. No patient injury.